Event description:
Customer reported an issue with an infusion via a syringe module with tubing connected to a manifold that was in line with a pump module. The pump module was infusing a 5 ml/hour, the syringe module was infusing at .33 ml/hour. It was observed that the medication in the syringe module was not reaching the baby (unidentified medication or time period); the educator and an engineer duplicated the setup and dyed the syringe contents and it was noted that the syringe color did not reach the end of the tubing. The setup has since been changed to attaching the syringe tubing to the distal y port on the pump tubing and there have been no more issues. There was no pt harm and no report of medical intervention.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.